Manufacturer narrative:
Device version (B)(4).

Event description:
It was reported that customer is seeing black pixels within their CT scan. Image looks normal in dicom viewer. There was no report of mistreatment. No further info was reported.